Manufacturer narrative:
A product investigation was performed. Drill bit (part # 03.010.103, lot # 8921473): the visual inspection has shown that approximately 3 mm from the tip section is broken off. The broken tip was not returned for evaluation. The drill bit shows wear marks at the surface and also at the coupling. There were no other damages or signs of misuse detected. The measurements of the hardness after the hardening procedure were within the specification. Based on these findings we exclude any manufacturing related issue. Outer diameter was measured and was found to be within the specification per relevant drawings. Based on the provided information we are not able to determine the exact cause which has led to this breakage. We only can assume that a mechanical overloading situation, for example metallic contact or lateral stress, has caused the breakage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date returned to manufacturer. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No patient involvement reported. Date of event is unknown. Device is an instrument and is not implanted / explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. (B)(6). Device history records review was completed for part# 03.010.103, lot# 2605811. Manufacturing location: (B)(4), manufacturing date: apr 15, 2014. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the loan set was obtained from the distributor orthokit center. Upon checking, specialist found that the lathe tips of two drill bits were broken. No surgical delay reported. There was no patient involved. This report is for one (1) drill bit. This is report 2 of 2 for (B)(4)..